Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recently exhibited untreated, over-sensed artifacts in all three sensing vectors. These artifacts were reproducible, and the physician suspected either an electrode fracture, or a poor connection between the device and electrode. Additionally, the shock impedance measurements were elevated, and but still in-range (130 ohms). X-ray imaging was performed, which showed a poorly positioned device and potential electrode dislodgment. Boston scientific technical services was contacted and recommended performing a system revision. At this time, the s-ICD system remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in section b5 (event description). This report is being sent to provide new information in sections b5 (event description) and h6 (patient codes, impact codes, and device codes).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recently exhibited untreated, over-sensed artifacts in all three sensing vectors. These artifacts were reproducible, and the physician suspected either an electrode fracture, or a poor connection between the device and electrode. Additionally, the shock impedance measurements were elevated, and but still in-range (130 ohms). X-ray imaging was performed, which showed a poorly positioned device and potential electrode dislodgment. Boston scientific technical services was contacted and recommended performing a system revision. Recently, the patient was evaluated in-clinic where all three sensing vectors were assessed. However, no further details were provided regarding the event resolution. Recently, the patient received an inappropriate shock while sleeping due to oversensed artifacts. X-ray imaging confirmed that the system position was suboptimal, and the physician will likely schedule a revision procedure to replace the system. At this time, the s-ICD system remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in section b5 (event description).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recently exhibited untreated, over-sensed artifacts in all three sensing vectors. These artifacts were reproducible, and the physician suspected either an electrode fracture, or a poor connection between the device and electrode. Additionally, the shock impedance measurements were elevated, and but still in-range (130 ohms). X-ray imaging was performed, which showed a poorly positioned device and potential electrode dislodgment. Boston scientific technical services was contacted and recommended performing a system revision. Recently, the patient was evaluated in-clinic where all three sensing vectors were assessed. However, no further details were provided regarding the event resolution. At this time, the s-ICD system remains implanted and in-service. No adverse patient effects were reported.